Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event 2: in the nicu, a t connector separated from a yellow angiocath, resulting in blood leakage. This did not happen until a few days after the IV began running, so packaging with lot information was already discarded.